Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported that the clip applier misfired when used out of the lap chole kit. A new applier had to be opened. There was no pt consequence. No other info was provided.